Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical products: catalog number: 00875705401 lot number: 61920205 brand name: acetabular shell, catalog number: 00877001140 lot number: 2513792 brand name: metasul liner, catalog number: 00877004002 lot number: 2633988 brand name: metasul head. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted in the patient.

Event description:
It was reported that the patient experienced proximal femoral osteolysis approximately 7 years post implantation. However, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable.